Event description:
It was reported that the threshold was high. Notable data indicates that there were 9 low impedance paces since polarity switch. Lead insulation failure was discussed. The lead is still in use. No patient complications were reported as a result of this event. It was further reported that the lead was unable to be programmed to unipolar due to the patient experiencing pectoralis pacing. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the threshold was high. Notable data indicates that there were 9 low impedance paces since polarity switch. Lead insulation failure was discussed. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.